Manufacturer narrative:
The device was not returned to the MFR for evaluation so a complete investigation could not be performed. A review of the lot revealed no anomalies. This event is being reported because a loss of a tooth is considered a reportable adverse event. Our medical advisor has determined that the use of dental floss would not pull out a healthy tooth. And that underlying periodontal disease would most likely be the root cause of this type of event. Until and unless we receive add' info, we consider this to be closed.

Event description:
In an unconfirmed report, consumer writes, "I purchased a bag of hi-performance fine flossers on (B)(6). They are good at the beginning, but it pulled out part of my tooth several days ago!!! It is horrible. I do not know any instruction about this. I took pictures of the product and of my receipt as well if you need any further info."